Event description:
The pt rec'd 2 scs leads with the same lot number. It was reported the pt's system was scheduled to be explanted due to an infection at the lead incision site. Additionally, the pt is being treated with antibiotics. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.